Event description:
During a previously scheduled service call, the getinge field service engineer (fse) noted the fiber-optic module was not working. It was damaged by the end-user and needed replacement. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse replaced the module (0997-00-1169). The fse later clarified that the customer does not use fiber-optic intra-aortic balloons (iab's) and would still be able to operate the iabp and provide therapy to a patient. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).